Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised to address loosening of the tibial component at cement to implant interface.

Manufacturer narrative:
(B)(4) used to capture the medical devise removal, no information available.

Event description:
Medical record ad 15 nov 2019 was reviewed on 13 december 2019. (B)(6) 2014: the patient underwent a right total knee arthroplasty for right knee degenerative arthritis. Attune implants were utilized with depuy cement x3. Patella was resurfaced. No intraoperative complications were noted. (B)(6) 2018: the patient underwent right knee revision due to suspected loosening of tibial tray. Intraoperatively, surgeon found tibial tray loose at implant-cement interface. Femoral and patella components are well fixed. Patella was not revised. All other components (femoral, tibial tray and insert) were replaced with depuy revision knee components with depuy cement. Doi: (B)(6) 2014; dor: (B)(6) 2018 (femoral, tibial tray and insert).